Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6), product type catheter. Product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving baclofen (1000 mcg/ml at 96.8 mcg/day) via an implanted pump. The indication for pump use was head/brain injury, cva (stroke), and intractable spasticity. On (B)(6) during the routine pump replacement procedure for normal battery life, there was no csf (cerebrospinal fluid) backflow from the catheter. The hcp was not able to aspirate the catheter. The pump was replaced. The new pump was already open, so the hcp implanted it on the opposite side. There was no catheter connected to the new pump. The hcp was going to replace the catheter and therapy would be resumed at a later date, but not today. The patient had no symptoms. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter replacement procedure had not been scheduled or yet occurred. The cause of the inability to aspirate the catheter had not been determined. The catheter was partially removed and discarded by the physician. The other portion remained implanted and inactive. No further complications reported.